Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report from the USA of a patient who did not wear a mask and peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient did not wear a mask, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient had recovered. Dianeal therapy was ongoing. The nurse reported that the peritonitis with culture positive for (B)(6) was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of did not wear a mask.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number 11a19h25 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.